Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected.

Manufacturer narrative:
Additional information: based on the received information from the field, bone growth over the reference electrode seems to be the cause for the observed issues. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected.

Manufacturer narrative:
Additional information: based on the received information from the field, bone growth over the reference electrode seems to be the cause for the observed issues. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user's hearing performance with the device is affected.